Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ - 3-piece syringe had a damaged tip. The following information was provided by the initial reporter: ¿the nurse, while wanting to screw a safety transfer needle into the syringe (50 ml, luer lock) to prepare a treatment, realized that the transfer needle did not tighten properly. Upon closer inspection, the nurse realized that the syringe thread was irregular, like broken in some places. The syringe was immediately put aside ¿.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ - 3-piece syringe had a damaged tip. The following information was provided by the initial reporter: ¿the nurse, while wanting to screw a safety transfer needle into the syringe (50 ml, luer lock) to prepare a treatment, realized that the transfer needle did not tighten properly. Upon closer inspection, the nurse realized that the syringe thread was irregular, like broken in some places. The syringe was immediately put aside ¿.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-feb-2022. H.6. Investigation: sample received for investigation. Upon visual inspection of the syringe provided it can be seen the tip is damaged. A device history review was performed for lot 2110065, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated during expulsion of the part from the mold during molding process. During expulsion, the tip of the syringe may have been damaged.

Event description:
It was reported that bd plastipak¿ - 3-piece syringe had a damaged tip. The following information was provided by the initial reporter: ¿the nurse, while wanting to screw a safety transfer needle into the syringe (50 ml, luer lock) to prepare a treatment, realized that the transfer needle did not tighten properly. Upon closer inspection, the nurse realized that the syringe thread was irregular, like broken in some places. The syringe was immediately put aside ¿.